Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted in the rca. On the same day, perioperative myocardial infarction was reported, the target vessel was not involved. The patient received medical treatment. The investigator assessed the event as possibly related to the index device and antiplatelet medication. Sponsor assessed the event as possibly related to the device but not related to the antiplatelet medication.

Manufacturer narrative:
Additional information: cec adjudicated non q-wave mi of target vessel with side branch occlusion. Investigator assessed event is probably related to device and possibly related to anti platelet medication. If information is provided in the future, a supplemental report will be issued.